Event description:
It was reported that, during a meniscus repair surgery, the implants of a fast-fix 360 came out through the meniscus in the first shot, preventing the stitches from being placed. Both ts were left secured inside the patient. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices (B)(4) were each returned in original packaging with the same batch number of the complaint on the labels. The boxes were not individually identified. The sutures and implants of both devices were not returned. Insertion device one has no visible defect other than bio debris. Insertion device two is bent and has bio debris. A functional evaluation of each device showed that device one cycles as intended. Device two cycles as intended. An evaluation of the customer provided images was performed and found in the first picture the packaging of the device. The second image shows the device with no sutures or implants visible. No physical damage is visible either. The failure can't be evaluated based on these images. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided images was performed and found in the first picture the packaging of the device. The second image shows the device with no sutures or implants visible. No physical damage is visible either. The failure can't be evaluated based on these images. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for assessment.